Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to out of range impedance measurements and high capture thresholds. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range impedance measurements and high capture thresholds. This rv lead was replaced. No additional adverse patient effects were reported.